Event description:
On (B)(6) 2012 it was initially reported that the vns patient underwent a full revision surgery on (B)(6) 2012 due to an infection. The surgeon later reported that the patient had an elective replacement of her vns generator back on (B)(6) 2011 but subsequently developed an (B)(6) infection. Despite a washout on (B)(6) 2011 the patient ultimately underwent explanation of the generator and partial leads on (B)(6) 2011. The patient actually had a new device implanted on (B)(6) 2012, long after the infection had resolved; there was a long delay due to frequent pneumonias and other illnesses. It was also noted that prior to the surgery on (B)(6) 2012 the patient was having seizures again. Good faith attempts for further information from the surgeon have been made but have been unsuccessful to date. Review of manufacturing records confirmed sterilization for both the lead and generator prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.